Manufacturer narrative:
The customer replaced the solenoid valves to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that that the device was getting a proximal pressure sensor auto zero failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer advised the significant event log has been erased. The biomed was advised to run the unit using the setting for s/t performance testing. It is possible of a 110a diagnostic code- proximal pressure sensor autozero failed. It has been confirmed that the proximal pressure is not measured, and pressure-related alarms are compromised. Troubleshooting steps were provided. 1. Verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba). 2. Replace the proximal auto-zero solenoid (sol 3 and sol 4). 3. Replace the da pcba. Mode: s/t ipap: 15 cmh2o epap: 4 cmh2o rate: 12 bpm. Biomed has confirmed error code 110b. The rse advised biomed to order 2 solenoids. Provided parts ID for the solenoid valve per service manual referencing the repair.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6).